Event description:
It was reported that the patient had a rejuvenate revision (B)(6) 2012 and put in exeter. Patient came back with pseudo tumors and fluid hip. Surgeon debridded and put in a new head.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
Dob corrected, explant date, expiration and manufacturing date updated. An event regarding infection involving an exeter v40 stem 44mm no 3 was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records and x-rays noted infection to be the likely root cause. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot or sterile lot. The exact cause of the event could not be determined due to a lack of information. Further records such as pathology reports and an evaluation of the reported devices are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a rejuvenate revision (B)(6) 2012 and put in exeter. Patient came back with pseudo tumors and fluid hip. Surgeon débrided and put in a new head.